Manufacturer narrative:
Device evaluated by MFR.: the guidewire was returned for analysis. Visual inspection was performed which revealed the guidewire was bent and stretched at the distal tip section. Additionally, the core wire was exposed due to core wire separation from the bald solder. Based on analysis of the returned device, the reported guidewire stretching was confirmed.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that guidewire stretched occurred. The target lesion was located in the liver. An amplatz super stiff was selected for percutaneous atrial septal defect closure procedure. However, the wire was found stretched and could not be used normally. The procedure was completed with another of the same device. There were no patient complications reported. However, returned device analysis revealed core wire separation from bald solder.